Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image/noisy image was breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling, or failure of the parts on the electrical circuit board such as integrated circuit chip or capacitor. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the event findings, evaluation found the bending section cover adhesive was chipped, the video connector was cracked, the bending angle in the up direction did not meet the standard value due to damage on the bending tube, the bending section could not be fixed firmly due to damage on the forceps elevator lever, and multiple parts of the scope were scratched. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported the image of the endoeye flex deflectable videoscope was not stable. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found the complaint was confirmed and the image was not displayed due to damage to the charged coupled device (ccd) unit. Also, image noise occurred and the image could not be displayed due to damage on the circuit board of the video plug section. The report is being submitted due to image issues found during evaluation.